Manufacturer narrative:
The insulin pump passed displacement test, rewind, and basic occlusion test. The insulin pump was received with stuck motor error alarm loop during bolus delivery and confirmed motor position encoder error alarm in alarm history screen. The motor was tested outside the device and passed. The motor may have had an intermittent failure not detected during our testing. The insulin pump had cracked reservoir tube lip noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose. The customer's spouse reported that they received a motor error alarm and a motor position encoder error alarm. The customer's blood glucose was 459 mg/dl at the time of incident. The customer's spouse stated that they treated the high blood glucose by delivering bolus. The customer's spouse stated that they were unable to rewind the insulin pump. The customer's spouse stated that the drive support cap appeared normal. The customer's spouse stated that the insulin pump was not exposed to high magnetic fields. The customer's spouse was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.